Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the insulin pump shut off and would not turn back on. She stated that she had already tried to change the battery. The customer's blood glucose was 317 mg/dl. She did not observe any damage or corrosion at the battery cap, battery compartment and battery spring. Upon insertion of a new battery and cleaning of the battery cap contacts, the customer stated that the display still did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to a faulty lcd driver. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a cracked belt clip slot.